Event description:
Additional information received from the manufacturer representative reported that the surgery had been delayed and tentatively rescheduled for (B)(6)-2015.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n340856, implanted: (B)(6) 2014, product type: adapter; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3987a, lot# n0051286, implanted: (B)(6) 2005, product type: lead; product ID 3987a, lot# n0051286, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was scheduled for a lead revision. It was stated that the patient was not getting appropriate coverage. The patient had leads for peripheral nerve stimulation in the foot. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.